Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) feeling a shock in (B)(6). The rep was going to do an impedance check on (B)(6) 2015. The issue was not resolved at the time of this report. The patient was alive with no injury and no surgical intervention occurred or was planned. Additional information received from the rep on (B)(6) 2015 reported that the cause of the shocking had not been determined. The device had been turned on the day of this additional information and no shocking occurred. All impedances were within range with values around 1000 ohms. The shocking had been resolved. Relevant medical history included spinal pain. No further follow-up was required.